Manufacturer narrative:
The tech replaced the worn left foot end caster to repair the stretcher.

Event description:
Info received indicates when the brake is engaged the left foot caster would continue to swivel.